Event description:
Propofol infused in 5.5 minutes instead of rate set i.e. 10 ml/hr. No long term pt injury although pt was put on a ventilator. Customer thinks this is a problem with the set (deltec 8c820 no injection port part no., lot no: unk) and not the pump as they tried the same set with another pump and it infused in excess of 700 ml/hr. Pump and set returned for investigation. Investigation of pump and set completed in 2004 - no fault found with device.